Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the customer experienced hyperglycemia. The customer blood glucose level was probably 400 mg/dl at the time of incident. The customer was assisted with troubleshooting. The customer was treated with insulin pump for high blood glucose level. Customer states their sites were not connecting well and sugar was going high and couple of them pulled out with their clothing and had to replace catheter and not tubing and mostly because of their sugars and bad connections. Customer states they threw away cannula part of infusion set that goes in body. Customer also mentioned blood they saw when removed set and declined troubleshooting for blood at site, as explained could have hit a blood vessel or capillary. Customer declined high blood glucose troubleshooting as changing catheter was first thing they did and had issues with skin site. The insulin pump will be returned for analysis.